Event description:
Information received indicates, the casters continue to swivel when the brake is engaged.

Manufacturer narrative:
The technician replaced the brake and brake steer casters to repair the bed.